Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed low battery voltage during pre-implant testing. The device was not used and will be returned for analysis.